Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading was 50 mg/dl at the time of incident and current blood glucose level 57 mg/dl. Customer treated low blood glucose level with food. The customer assisted with troubleshoot for the low blood glucose incident customer allege insulin pump was over delivery. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown auto mode feature was active at time of low blood glucose event. The pump will not be returned for analysis.